Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) gave a "screen control initialize" error message. A network cable was found to be unplugged. They plugged it back in and rebooted the cns, but the unit started boot looping. After unsuccessfully troubleshooting the issue, technical support (ts) advised them to find a new network cable, which resolved the issue until 08/23 when the boot looping issue recurred, which was reported in another ticket. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) gave a "screen control initialize" error message. A network cable was found to be unplugged. They plugged it back in and rebooted the cns, but the unit started boot looping. After unsuccessfully troubleshooting the issue, technical support (ts) advised them to find a new network cable, which resolved the issue until 08/23 when the boot looping issue recurred, which was reported in another ticket. No patient harm was reported. Investigation summary: based on a review of the complaint history for this device and facility, it appears that the issues were due to a combination of software and hdd issues, which were resolved by reimaging the hard drives and updating the software. The cns was sent in for evaluation and repair. Nihon kohden repair center (nk rc) repaired the device and returned the repaired device to the customer. No further issues have been reported since 10/11/2021, related to this device and/or issue at this facility. A significant trend that would warrant any corrective action has not been identified during review of device/facility trending. During the device evaluation, nk rc was able to duplicate the reported issue, as the cns would not boot up into the software. Nk rc re-imaged both hard drives to software version 02-16. Once the cns was restarted, it booted up properly and the issue was resolved. The device was subjected to testing and inspection post repair, and met specifications in all areas, with no issues. Based on the reported information, nk was able to confirm the reported issue was due to software and hdd issues. A definitive root cause of how the software/hdd issue occurred was not determined. However, it could have been caused due to corruption. Nk was able to repair the hdd by re-imaging and updating the software.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) had an error appear stating: screen control initialize. A network cable was unplugged, so it was plugged back in and system was rebooted. Then the unit started boot looping. Nihon kohden technical support (tech support) walked them through several troubleshooting steps, but were not able to resolve the boot looping issue on the cns. The cns is constantly restarting and not reaching the network. Tech support advised them to find a new network cable, and the boot loop issue was resolved by a brand-new network cable. They powered on the cns, and it booted right into the cns application. Then on 08/23, the boot looping issue happened again, and this issue will be reported in another MDR report. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) had an error appear stating: screen control initialize. A network cable was unplugged, so it was plugged back in and system was rebooted. Then the unit started boot looping. Nihon kohden technical support (tech support) walked them through several troubleshooting steps, but were not able to resolve the boot looping issue on the cns. The cns is constantly restarting and not reaching the network. Tech support advised them to find a new network cable, and the boot loop issue was resolved by a brand-new network cable. They powered on the cns, and it booted right into the cns application. Then on 08/23, the boot looping issue happened again, and this issue will be reported in another MDR report. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.